Event description:
It was reported that a patient underwent a da vinci-assisted endometriosis surgical procedure. The procedure was completed robotically, with no reported complications. However, at an unknown point in time postoperatively, the patient experienced unspecified complications and ultimately expired. The cause of death and the date of death were not provided. The intuitive clinical sales representative (csr) was informed of the event by a site surgeon (not the operating surgeon) and limited information was available. Attempts to contact the surgeon that performed the procedure and site risk management were made; no response has been received.

Manufacturer narrative:
The date of the surgical procedure and the operating surgeon name were provided. However, a site review found that the surgeon performed three similar procedures on that date. Sufficient information to verify the specific procedure and time is not available; therefore, no system or instrument logs are available for review. An intuitive surgical medical safety officer (mso) review of the event was performed and concluded that the patient in this report died following a robotic procedure for endometriosis. How they died, the timing of their death, and the events that led to their death are not provided. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event.

Manufacturer narrative:
Additional information: section b5: information obtained from the site risk management reported there were no da vinci related errors or complications intraoperatively. Postoperatively, it was deemed there were no malfunctions of any equipment used and the complications were attributed to the surgeon. Risk management declined to disclose any further details of the procedure or the patient's postoperative course. No additional information was made available.

Event description:
Refer to h11 for follow-up information.